Event description:
It was reported that the sterile packaging for taperloc stem potentially disrupted. White fluff like material inside first packaging layer (not foam like). Scrub team and surgeon uncomfortable with potential sterility compromise. New stem opened. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). Source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of photos. Evaluation of the provided photographs confirmed damage to the sterile packaging pouch, and there is debris inside the sterile packaging which is consistent with the appearance of porous coating, and foam debris from the foam packaging inside the sterile barrier. Sterility has not been compromised as outer sterile packaging has not been breached. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the products when they left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. A corrective action has been previously initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.